Event description:
It was further reported that the capture was inconsistent and the lead exhibited intermittent diaphragmatic stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high and fluctuating impedance. The threshold also had some fluctuation but now has stabilized. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead, implanted 2010-(B)(6), 4968-60 lead, implanted 2011-(B)(6). (B)(4).